Event description:
Add'l info was provided by the reporting facility. Due to the severe nature of the event, an evisceration of the eye was completed on 02/2001. During the evisceration, the intraocular lens (iol) was removed. The explanted lens was sent to microbiology for analysis. The results were no growth on the iol. The operating room where the pt's suergery was completed was closed for three days. There were no problems reported for other pts that had surgeries performed in this room. There is no indication that this event was associated with the intraocular lens.

Event description:
A user facility reported that a pt developed endophthalmitis 72 hours after implantation of an intraocular lens (iol). Culture results identified group a streptococcus. The pt is receiving treatment. The association between this event and the iol is not known. Additional information has been requested.